Event description:
This complaint is from a literature source. It was reported that one patient during vt procedure developed pseudoaneurysm. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation of scar-based ventricular tachycardia: relationship of procedure duration to outcomes and hospital mortality¿. Objectives: the purpose of this study was to determine the influence of procedure duration on out comes and complications over an 8-year period. There were a total of 25 adverse events (ae) reported in this article. 23 out 25 aes were serious and reported separately. In addition, there were a total of 13 death events, these events reported separately. Radiofrequency ablation was performed using either a 3.5-mm open-irrigated catheter (thermocool) or a closed-loop irrigated catheter (chilli, bostonscientific, natick, ma). The author didn¿t mention which ablation catheter contributed to these events, therefore bwi is taking a conservative approach reporting these events under the thermocool catheter. Model and catalog number are not available. Additional information was requested on these events to clarify which catheter was used for each event, however the response is pending. Once a response is received these events will be reassessed.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4). Biosense webster manufacturer's ref. No.'s: (B)(4). Are related to the same article.